Event description:
It was reported that "something came off on her back" and that patient's husband states it felt like metal. Everytime the patient leaned back in the car seat, it hurt. Something was coming through her skin. The patient was on the way to a funeral and was 130 miles from her health care provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-33 lot # v675168 implanted (B)(6) 2012 explanted unknown; programmer model # 3037 lot # njd144604n.

Event description:
Additional information received noted that the cause of the event was undetermined. Battery depletion was noted. Radiological evaluation on 2012 (B)(6) showed pelvic x-ray with adequate positioning of lead. Explant/revision was noted of explant and lead on 2012 (B)(6). Poor lead placement, connection failure, improved motor sensory response was noted. Signs/symptoms of the event was noted as no sensory/motor response. Hospitalization was not required. Patient outcome was no injury.